Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after axium coil experienced resistance in the echelon microcatheter, the microcatheter became damaged/breached. The patient was undergoing treatment for a ruptured, saccular aneurysm located in left anterior communicating artery. The max diameter was 2.17mm, and the neck diameter was 1.65mm. The patient's blood flow was normal, and the vessel tortuosity was moderate. The access vessel was the femoral artery, which was 6.7mm in diameter. It was reported that there was a large amount of resistance when the spring coil was delivered to the end of the microcatheter, and it could not be pushed out smoothly after repeated adjustments. After withdrawing from the body, it was found that the tip of echelon was damaged and the spring coil was exposed from the echelon breach. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the coil pushed out of the introducer sheath smoothly. There was no kink or other damage observed to the coil after removal.

Manufacturer narrative:
H3: the echelon-10 catheter was returned for analysis. No damages or irregularities were found with the echelon-10 hub. Dried blood was found within the catheter hub. The echelon-10 catheter was found partially broken at marker band. The break edge appears smooth and there were no protrusions typically found at a puncture site. The tip appears to potentially have been shaped. The distal tip was found to be slightly crushed. Dried blood was found throughout the micro catheter. The total length was measured to be ~156.5cm, and the usable length was measured to be ~148.7cm which is within specification (specification: total (ref) = 155cm, usable: 147cm ±1.5cm). The inner diameter of the echelon-10 micro catheter could not be measured as the micro catheter was found occluded by the dried blood. The echelon-10 micro catheter was flushed, and water did not exit the distal end. Based on the device analysis and reported information, the customer¿s report of ¿catheter puncture (gw/stylet)¿ was not confirmed, however, the catheter was found partially broken. It is possible the break occurred during the tip shaping/preparation. Other possible causes of failure are user advances/retrieves intraluminal device against resistance, vasospasm, patient vessel tortuosity, entrapment in vessel, more than 20cm of the traction was applied, fast catheter retrieval technique or user applies excessive force. Customer reported resistance encountered, devices were prepared per IFU, and patient vessel tortuosity was moderate. The customer report of ¿catheter resistance¿ was confirmed. Dried blood was found to have occluded the micro catheter. Resistance at the damaged location could not be confirmed as the location could not be reached with in-house mandrel testing. As the axium coil used in the event was not returned, any contribution of the axium coil towards the catheter break and resistance could not be determined. The axium coil is compatible for use with the echelon-10 micro catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is being submitted as a correction to regulatory report #2029214-2021-00514, follow-up 001 which was submitted with an incorrect aware date for the additional information received. The aware date has been updated (2021-05-07) in this corrected report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the coil pushed out of the introducer sheath smoothly. There was no kink or other damage observed to the coil after removal.